Event description:
The patient was admitted through the ed in septic shock associated with purulent urine and aspiration pneumonia. The patient was intubated, started on IV antibiotics, and admitted to ICU. During the ICU stay, the patient developed respiratory failure, required pressors and paralytic agents. He developed liquid diarrhea and a rectal tube (dignishield fms ¿fecal management system) the tube worked appropriately and was successful in keeping the rectal area relatively dry for approximately two weeks, but the patient's body habitus was such that the tube was compressed between the sides of the gluteal muscles. The lesion was discovered right at the anal orifice and given the patient's body habitus the only way to properly assess the area would require 3 nurses. Despite the skin assessment being conducted, the actual anal orifice wasn't visible without specifically lifting the gluteal muscles to view. The dignishield fecal management system was used when the patient developed severe watery diarrhea. The system worked appropriately and accomplished what it was meant to do- primarily keeping the skin around the rectum dry, it is meant to stay in for long periods of time. The injury (based upon the size, shape, location) was thought to be related to the weight of the patient's gluteal muscles pushing on the tube. The patient had a large habitus and the injury occurred right where the tube came into contact with the side of the muscle within the gluteal fold. Once the injury was discovered, the system remained in place but the drainage tube was repositioned to avoid pressure on the tube.